Event description:
The user facility reported that a dissection of the left common femoral artery was caused by a guidewire during an aaa endo-prosthesis placement procedure. Reportedly, the patient lost pulse in the lower left extremity shortly following the procedure. The patient was then returned to the or where " the dissection was noted to have caused a flap in the vessel, thus causing the occlusion." The dissection was successfully repaired using two stents and "no further events were reported." Follow-up communication confirmed that the patient has been discharged from the hospital.

Manufacturer narrative:
The user facility did not report any damage / shearing of the coating or malfunction of the guidewire during use. H6-the involved device was discarded by the user facility so the condition cannot be determined and the lot number is not known. Therefore, the failure investigation was limited to a review and assessment of information provided by the user facility. Based upon the information that has been provided, there is no evidence that indicates this event was related to a defect or malfunction of the guidewire device. The warnings / precautions section of the instructions-for-use addresses the potential for vessel damage by statements such as the following: (1) "manipulate the glidewire slowly and carefully in the vessel while confirming the behavior and location of the wire's tip under fluoroscopy. Excessive manipulation of the glidewire without fluoroscopic confirmation may result in vessel perforation. "; and (2) "if any resistance is felt, the behavior and/or position of the wire's tip seems improper, the wire is kinked, or vessel spasm is suspected, stop manipulating the wire and/or the catheter and determine the cause carefully by fluoroscopy. Failure to excercise proper caution may result in bending, kinking, separation of the guidewire's tip, damage to the catheter, or damage to the vessel." All available information has been forwarded to the manufacturing facility for appropriate tracking, trending, and follow-up. Patient code: 1333 - labeled, 2564 - not labeled. Device code: 2204 not labeled.